Event description:
Defibrillator would not hold charge to deliver desired voltage for defibrillation. Equipment removed from svc and checked by biomed dept. The battery would not hold a charge despite being plugged in and charged for 24 hrs.